Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m55 lead, implanted: (B)(6) 2013; 407645 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was experiencing positional phrenic nerve stimulation from the left ventricular (lv) lead. The programmed amplitude was decreased to resolve the stimulation and the lead remains in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that amplitude was decreased again due to diaphragmatic stimulation. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.